Event description:
Paramedics administered external pacing to a 59 yr old male diagnosed in bradycardia. Electrical capture was achieved without mechanical capture. After approx 30 seconds, the pacemaker allegedly shut off for no apparent reason. The operator turned on the pacemaker again and reset rate and current. The unit continued to shut off after a short period of time. The pt was not resuscitated. The customer indicated the reported malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's viability.